Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for post operation follow up. Upon review, it was revealed that the right ventricular lead exhibited loss of capture. The right ventricular lead was explanted and replaced on (B)(6) 2020. The patient was stable post procedure.